Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6)2015.

Manufacturer narrative:
(B)(4).